Manufacturer narrative:
The insulin pump received no button response due to flattened act, esc and downbutton (creased) dome switch. The insulin pump received with scratched lcd window. Device was received cracked case display window corner. Device received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Device received with broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis